Event description:
The clip was not closing properly and completely, attempted to use device and it would not create a complete clip. It left an opening where it should have been clipped.======================manufacturer response for endo clip iii suture, (brand not provided) (per site reporter).======================our supply chain has been in touch with the local vendor.